Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient experienced temporary bilateral leg paralysis the day after their ins was implanted so the device was emergently explanted. The patient was still having bilateral leg weakness. No further complications were reported.